Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of constant downstream occlusion alarms through the experience of the alarms during functionality testing. Evaluation found the downstream sensor reading to be above specification with a fluid filled set loaded. The downstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement.